Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that tube anode not at operating speed, low load fluoro flayer selected. After reviewing log file, fse found the tube anode drive board is defective. Fse replaced the roco velara. After replacement of roco velara, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the tube anode was not at operating speed, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.